Manufacturer narrative:
The reported event of death was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the insulation was abraded at 13.3cm to 13.8cm from the (connector pin/distal tip). The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
Related manufacturer reference number: 2017865-2021-12756. It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.